Manufacturer narrative:
B3: event date is asked/unknown. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2026; explant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (2mg/ml, .5001 mg/day) via an implantable pump for non-malignant pain. It was reported that there was a pocket infection. It was unknown if there were any factors that may have led or contributed to the issue. There was no troubleshooting necessary as it was a pocket infection. Interventions taken to resolve the issue included oral antibiotics and explant of the pump and catheter. It was reported that the device would be replaced in the future. It was unknown if the issue had resolved. It was reported that the healthcare provider (hcp) had no further information for the manufacturer.